Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the patient with this lead. The patient indicated that approximately three months following the revision procedure, an infection was observed in the patient's legs and the patient endured peeling of skin and hair loss on both legs. The patient was prescribed antibiotics for the infection. The patient reported that it was suspected that the infection was a result of the venous leg graft procedure. No further information was available.

Event description:
Boston scientific received information that this right atrial (ra) lead did not deliver required pacing and exhibited non-detection following a coronary artery bypass graft surgery. The lead was unable to sense or capture in the atrium. The patient is dependent and was receiving atrio-ventricular pacing in the meantime through surgically implanted internal pacing wires with the device in vvi mode. Additional information indicated that the ra lead was subsequently explanted and replaced. Further, an x-ray showed that the lead had dislodged. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.